Event description:
It was reported that ventricular noise episodes were noted via a merlin.net transmission. In clinic, the noise could could not be replicated with positional testing, isometrics or pocket manipulation. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.